Manufacturer narrative:
The returned valve was patent. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. It met the requirements for siphon, pressure-flow, pre-implantation, and leak testing. However, the valve did not meet the requirements for reflux testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. The returned peritoneal catheter was patent and met the requirements for leak testing. There was proteinaceous debris on the exterior of the catheter. A review of the manufacturing records showed no anomalies. All catheters are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device was found to be occluded prior to use. According to the report, the doctor used a new device to complete the surgery successfully. Reportedly, there was no patient injury.